Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had off no power alarm without low battery alarm. Customer¿s blood glucose was unknown at the time of incident. Customer state this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss and off no power alarm noted.